Event description:
It was reported that the customer received an alarm. It was stated that the customer put the reservoir into the insulin pump and was filling the tube, when the device alarmed. During troubleshooting customer stated the drive support cap was sticking out. Advised to discontinue the insulin pump and revert to back up plan. The blood glucose reading was 134mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to protruded and loose drive support disk. No prime alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.